Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance and threshold measurements. Surgical intervention was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.